Event description:
Same case as MDR ID: 2134265-2014-00784. It was reported that shaving off the catheter guide tip occurred. Access was obtained via right femoral artery. The 99% stenosed target lesion was located in the non-tortuous and severely calcified right ostial. A model-8f mach 1 guide catheter and a 2.00mm rotalink burr were both selected for a rotational atherectomy treatment procedure. During the procedure, it was noted that the burr caused shaving on the guide catheter tip. Very fine particles were also noted caused by the shaving. No particles remained inside the patient. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).